Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: after the firing the trigger broke and the staples deployed into a cluster on the tissue, doctor used a second (B)(4) and reload and tried to fire over the staples on the tissue he noticed that the staples did not form correct. Switched to an open procedure. Pt states is ok. There was no bleeding reported in excess of 500 cc. The case was extended by more than 45 minutes. No reinforcement material was used during the case. Additional info requested.